Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The reported patient harm fall is being retracted since it was incorrectly submitted in the initial medwatch.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune claim letter received. Litigation record alleges personal injury as a result of implantation of a defective dpuy attune knee device. Doi: (B)(6) 2017; dor: not reported. Unknown affected side.